Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample yielded false positive reactions with cell 5 of biotestcell I-8 using the ortho gel card method. The customer tested cell #5 for possible coating using the direct antihumanglobulin test (dat) and yielded a weak positive reaction. The supposedly defective lot that had caused the false positive reaction was sent to us for quality control testing but not the patient sample in question. Our quality control laboratory re-tested the allegedly defective sample in the gel card system. The result of the dat re-test was clearly negative. We did not observe any false positive reaction. We have no further complaints related to cel #5 in this lot and can not confirm this complaint. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.